Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the surgeon first used one echelon to staple and then when he began firing the second echelon, it only stapled one size and not the other. Surgeon continued stapling and using four more echelons (of a different lot number) to complete all the stapling and went back to the unstapled area and sutured it himself. Delay of 40 minutes while surgeon sutured the area. One device will be returning.

Manufacturer narrative:
(B)(4).